Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('fragment of the essure device in right hemipelvis') and device dislocation ('fragment of the essure device in right hemipelvis') in a 38-year-old female patient who had essure (batch no. 628438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included primary hypothyroidism, carpal tunnel syndrome (surgical intervention on left hand), eczema (since childhood, when she wears jewellery earrings, metal buttons or belt buckles, she usually paints them with nail varnish.), multigravida, parity 2 and miscarriage. Concurrent conditions included smoker. Concomitant products included levothyroxine sodium (eutirox) for primary hypothyroidism. In (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced back pain ("progressive worsening lower back pain"), muscle spasms ("muscle cramps / leg cramps "), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful periods / menstruation contractions os greater intensity than she had before") and oropharyngeal pain ("sore throat"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, sciatica ("sciatica"), pain in extremity ("lower limb pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding"), dyspareunia ("pain after sexual intercourse"), headache ("headaches"), abdominal discomfort ("abdominal discomfort"), anxiety ("anxiety"), depression ("depressive state"), vaginal haemorrhage ("spotting "), inflammation ("abdominal inflammation"), groin pain ("groin pain"), coital bleeding ("bleeding during sexual intercourse"), migraine ("migraines") and metrorrhagia ("breakthrough bleeding"). The patient was treated with diclofenac and surgery (laparoscopic bilateral salpingectomy and subtotal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, sciatica, pain in extremity, muscle spasms, pelvic pain, dysmenorrhoea, oropharyngeal pain, headache, anxiety, depression, complication of device removal, inflammation, groin pain, coital bleeding, migraine and metrorrhagia outcome was unknown, the device breakage and device dislocation had resolved and the back pain, abdominal pain, genital haemorrhage, dyspareunia, abdominal discomfort and vaginal haemorrhage had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, back pain, coital bleeding, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, inflammation, metrorrhagia, migraine, muscle spasms, oropharyngeal pain, pain in extremity, pelvic pain, sciatica and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not improve with nonsteroidal anti-inflammatory drugs (voltaren). The essure device was removed in 2 stages: surgical laparoscopy: bilateral salpingectomy. Left fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off and appeared to be intact. Left salpingectomy is completed. Right fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off, but its integrity could not be assured. Right salpingectomy is completed. - pelvic x-rays show a fragment of the essure device in right hemipelvis. Attempt to identify the intrauterine essure fragment. A small fragment was removed. New pelvic x-ray still shows a smaller radiopaque image in right hemipelvis. Attempt to locate the small metallic fragment via incision on the right uterine horn region, but no new fragments were identified, despite repeated attempts. Laparotomy: subtotal hysterectomy + periappendicular lesion resection - since the right essure device could not be removed completely, which was confirmed via radiological testing, it was decided to perform a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel at 48 and 96 hours. X-ray - on (B)(6) 2009: wo high-density linear structures that may correspond to the essure material placed in the tubes; on (B)(6) 2018: devices can be observed correctly placed; on (B)(6) 2018: fragment of the essure device in right hemipelvis. Lot number: 628438 manufacturing date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device breakage ('fragment of the essure device in right hemipelvis') and device dislocation ('fragment of the essure device in right hemipelvis') in a 38-year-old female patient who had essure (batch no. 628438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included primary hypothyroidism, carpal tunnel syndrome (surgical intervention on left hand), eczema (since childhood, when she wears jewellery earrings, metal buttons or belt buckles, she usually paints them with nail varnish.), multigravida, parity 2 and miscarriage. Concurrent conditions included smoker. Concomitant products included levothyroxine sodium (eutirox) for primary hypothyroidism. In (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced back pain ("progressive worsening lower back pain"), muscle spasms ("muscle cramps / leg cramps "), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful periods / menstruation contractions os greater intensity than she had before") and oropharyngeal pain ("sore throat"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, sciatica ("sciatica"), pain in extremity ("lower limb pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding"), dyspareunia ("pain after sexual intercourse"), headache ("headaches"), abdominal discomfort ("abdominal discomfort"), anxiety ("anxiety"), depression ("depressive state"), vaginal haemorrhage ("spotting "), inflammation ("abdominal inflammation"), groin pain ("groin pain"), coital bleeding ("bleeding during sexual intercourse"), migraine ("migraines") and metrorrhagia ("breakthrough bleeding"). The patient was treated with diclofenac and surgery (laparoscopic bilateral salpingectomy and subtotal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, sciatica, pain in extremity, muscle spasms, pelvic pain, dysmenorrhoea, oropharyngeal pain, headache, anxiety, depression, complication of device removal, inflammation, groin pain, coital bleeding, migraine and metrorrhagia outcome was unknown, the device breakage and device dislocation had resolved and the back pain, abdominal pain, genital haemorrhage, dyspareunia, abdominal discomfort and vaginal haemorrhage had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, back pain, coital bleeding, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, inflammation, metrorrhagia, migraine, muscle spasms, oropharyngeal pain, pain in extremity, pelvic pain, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: she did not improve with nonsteroidal anti-inflammatory drugs (voltaren). The essure device was removed in 2 stages: surgical laparoscopy: bilateral salpingectomy. Left fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off and appeared to be intact. Left salpingectomy is completed. Right fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off, but its integrity could not be assured. Right salpingectomy is completed. - pelvic x-rays show a fragment of the essure device in right hemipelvis. Attempt to identify the intrauterine essure fragment. A small fragment was removed. New pelvic x-ray still shows a smaller radiopaque image in right hemipelvis. Attempt to locate the small metallic fragment via incision on the right uterine horn region, but no new fragments were identified, despite repeated attempts. Laparotomy: subtotal hysterectomy + periappendicular lesion resection - since the right essure device could not be removed completely, which was confirmed via radiological testing, it was decided to perform a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel at 48 and 96 hours. X-ray - on (B)(6) 2009: wo high-density linear structures that may correspond to the essure material placed in the tubes; on (B)(6) 2008: devices can be observed correctly placed; on (B)(6) 2018: fragment of the essure device in right hemipelvis. Most recent follow-up information incorporated above includes: on 5-jun-2020: lot number was provided. After internal review, event device dislocation was added, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('fragment of the essure device in right hemipelvis') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included primary hypothyroidism, carpal tunnel syndrome (surgical intervention on left hand), eczema (since childhood, when she wears jewellery earrings, metal buttons or belt buckles, she usually paints them with nail varnish.), multigravida, parity 2 and miscarriage. Concurrent conditions included smoker. Concomitant products included levothyroxine sodium (eutirox) for primary hypothyroidism. In (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced back pain ("progressive worsening lower back pain"), muscle spasms ("muscle cramps / leg cramps "), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful periods / menstruation contractions os greater intensity than she had before") and oropharyngeal pain ("sore throat"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, sciatica ("sciatica"), pain in extremity ("lower limb pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding"), dyspareunia ("pain after sexual intercourse"), headache ("headaches"), abdominal discomfort ("abdominal discomfort"), anxiety ("anxiety"), depression ("depressive state"), vaginal haemorrhage ("spotting "), inflammation ("abdominal pain"), groin pain ("groin pain "), coital bleeding ("bleeding during sexual intercourse "), migraine ("migraines ") and metrorrhagia ("breakthrough bleeding "). The patient was treated with diclofenac and surgery (laparoscopic bilateral salpingectomy and subtotal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, sciatica, pain in extremity, muscle spasms, pelvic pain, dysmenorrhoea, oropharyngeal pain, headache, anxiety, depression, complication of device removal, inflammation, groin pain, coital bleeding and metrorrhagia outcome was unknown, the device breakage had resolved and the back pain, abdominal pain, genital haemorrhage, dyspareunia, abdominal discomfort and vaginal haemorrhage had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, back pain, coital bleeding, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, groin pain, headache, inflammation, metrorrhagia, migraine, muscle spasms, oropharyngeal pain, pain in extremity, pelvic pain, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: she did not improve with nonsteroidal anti-inflammatory drugs (voltaren). The essure device was removed in 2 stages: surgical laparoscopy: bilateral salpingectomy. Left fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off and appeared to be intact. Left salpingectomy is completed. Right fallopian tube: the essure device is embedded in tissue with severe fibrosis. By pulling on it, the device came off, but its integrity could not be assured. Right salpingectomy is completed. - pelvic x-rays show a fragment of the essure device in right hemipelvis. Attempt to identify the intrauterine essure fragment. A small fragment was removed. New pelvic x-ray still shows a smaller radiopaque image in right hemipelvis. Attempt to locate the small metallic fragment via incision on the right uterine horn region, but no new fragments were identified, despite repeated attempts. Laparotomy: subtotal hysterectomy + periappendicular lesion resection - since the right essure device could not be removed completely, which was confirmed via radiological testing, it was decided to perform a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel at 48 and 96 hours. X-ray - on (B)(6) 2009: w/o high-density linear structures that may correspond to the essure material placed in the tubes; on (B)(6) 2018: devices can be observed correctly placed; on (B)(6) 2018: fragment of the essure device in right hemipelvis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.